Event description:
A (B)(6) male patient contacted zoll customer support to report constant check te messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check te messages) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the white pulse wire was open in the trunk cable connector. The cause of the check te pad messages is the open white pulse wire in the trunk cable connector. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.